Event description:
Intera oncology received a complaint from a physician that a patient was experiencing persistent vomiting which they can't explain. CT scan suggests the catheter tip is mispositioned, stable over months, increasing inflammation/soft tissue thickening around the hepatic artery over months. Pump study showed liver activity and intense activity at the catheter tip. The physician suspected dissection or pseudoaneurysm with glycerin causing inflammation and symptoms. Angiogram showed no pseudoaneurysm, with some limited extravasation from catheter, common hepatic artery slightly narrowed, no intervention. The patient has extrahepatic disease and has not received active hai treatment in months; therefore, the clinic was going to drain the pump and let it dry/clot off and see if vomiting improves. On (B)(6) 2026, intera oncology medical specialist liaison was notified by the clinic that the patient is still vomiting. On (B)(6) 2026, intera oncology medical specialist liaison was notified by the clinic that the patient is still symptomatic at home. The surgeon thinks the symptoms were not related to the pump.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The cause of the vomiting was not due to the pump and is likely due to patient's condition. In addition, extravasation and catheter migration are known adverse events listed in the intera 3000 hepatic artery infusion pump IFU and label.